Event description:
It was reported that patient's ipg would not go into MRI mode due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the lead was explanted and replaced. Which resolved the isue.